Event description:
Customer reported out over 100 erroneous results on several assays including glucose, total protein and calcium. The field service rep found a pin hole leak in the sample tubing and repaired the instrument by replacing the damaged tubing.